Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on 02/24/2026, they experienced a skin reaction with itching, burning, rash, redness, inflammation, blisters, dry skin, drainage under the overlay patch. Photos of the reported skin reaction were provided and were reviewed. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring, or systemic involvement. The skin reaction was treated with a prescription of oral antibiotic (flucloxacillin 500 mg 4 times a day for 5 days). At the time of the report, patient condition was unspecified. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.